Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that there was no defect found on the fiber cap that could potentially lead to forward firing, thus the reported complaint was not confirmed. Analysis identified epoxy (glue) failure as the glass cap was able to rotate independently of the metal cap. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to epoxy failure. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures and glue failures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber cap damage. Although analysis also identified devitrification at the fiber cap, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber cap causing the glass at the firing window to crystallize. Per initial reported event, the procedure was completed without patient harm. The information reasonably suggest that the identified epoxy failure is unlikely to cause patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination showed the glass cap exhibited signs of an epoxy failure as the glass cap was able to rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window. The metal cap exhibited severe charred debris adhesion on surface, indicative of prolong tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: analysis did not identify any defect that could contribute to forward firing. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber began forward firing after 1,000 joules of use. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber began forward firing after 1,000 joules of use. The procedure was completed with a second fiber without patient complications.